Event description:
A us distributor contacted zoll to report that a french patient developed a rash under the electrodes of the lifevest equipment. The patient's physician prescribed a cream for the skin irritation. Outcome of the skin irritation is unknown. A us distributor reported that an electrode belt had (adjust belt/ check therapy pad/ damaged te pad) messages.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages/check therapy pad messages/damaged te pad) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient developed a rash under the electrodes of the lifevest equipment. The patient's physician prescribed a cream for the skin irritation. Outcome of the skin irritation is unknown.